Manufacturer narrative:
Section h3, h6: it was reported that revision surgery was performed after the patient presented with a collapsed femoral head. The patient had experienced some pain over the course of roughly 8 months. The device, used in treatment, was discarded and was therefore not available for analysis. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of today, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the collapsed head. The patient impact beyond the reported pain and subsequent revision cannot be determined; however, it was reported the patient is recovering well. Based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. Besides the unhealthy bone tissue, other specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. B5: describe event or problem h6: health effect - clinical code.

Event description:
It was reported that, after a bhr hip resurfacing surgery was conducted on (B)(6) 2021, the patient presented with a collapsed head. The patient had experienced some pain over the course of roughly 8 months. Due to this event, a revision surgery was performed on (B)(6) 2022 to correct this issue. Patient is recovering well.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a bhr hip resurfacing surgery was conducted on (B)(6) 2021, the patient presented with a collapsed head. Due to this event, a revision surgery was performed on (B)(6) 2022. Patient's current health status is unknown.